Event description:
An alarm issue was reported with the adc device in use with iphone with 17.0.2 ios operating system version and 21027677 app version. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of speech and a loss of consciousness. Customer was seen at a hospital and received unspecified treatment for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the freestyle librelink app. The freestyle librelink app complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The customer reported missing alarms. The reported issue was investigated and attempted to replicate using similar configuration and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone with ios operating system version unknown. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of speech and a loss of consciousness. Customer was seen at a hospital and received unspecified treatment for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.